Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An assessment was performed and it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. However, during repair, it was observed that the control coupling for the device were corroded, the motor with lid with contacts gear was worn, and other components were worn and corroded and had some debris on them. It was determined that this condition was due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified orthopedic surgical procedure, it was observed that the small battery drive device was not working. According to the report, the surgical procedure was either on the knee or the foot. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.